Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This lead was tested in clinic with isometrics and noise was unable to be produced. This lead was reprogrammed to another configuration and remains in service. No adverse patient effects were reported.